Event description:
When removing the cannula, it came apart and the wire unwound. This required removal through the right atrium and reconstruction of the right common femoral vein. This appears to be an isolated event. The facility plans to return the failed device to the manufacturer.